Event description:
It was reported that a homechoice pro had an unknown fault. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the homechoice device was completed. The event history log review showed several therapy errors including a check patient line alarm. No abnormalities were discovered during a visual inspection of the device. The device passed both functional and electrical testing. Furthermore, it was able to complete a simulated therapy successfully. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported unknown failure was verified in the event history logs as a check patient line alarm. However, as the no abnormalities were identified during the evaluation of the returned device, the cause of the issue was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.